Manufacturer narrative:
This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88. The complaint investigation for observed false positive alinity I anti-hbs results included a search for similar complaints, and the review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Trending review determined no trends identified for the issue for the product. Device history record review of lot 22500fn01 did not show any non-conformances or deviations. Labeling was reviewed which adequately addresses the issue under review. If the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. Quantitative values obtained using alternative assays (i.e. Meia, eia or ria) may not be equivalent and cannot be used interchangeably. A new baseline, using the anti-hbs assay, should be established when monitoring vaccinees. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs assay, lot number 22500fn01 was identified.

Event description:
The customer reported (B)(6) alinity I (B)(6) results on 2 patients compared to the roche method. The results provided were: (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.